Event description:
It was reported that a death occurred. It was reported via social media that the patient died during the procedure.

Manufacturer narrative:
The event date and date of death were not reported. The aware date was used as an estimate.

Manufacturer narrative:
B2 and b3: the event date and date of death were updated. D6a added implant date.

Event description:
It was reported that a death occurred. It was reported via social media that the patient died during the procedure. It was further reported that the patient had a watchman closure device implanted. The patient could not take in nourishment, developed pneumonia and had a heart attack. The patient was sent home and had to have in home care. One month post procedure the patient died.